Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The long attachment/snap lock interface does not feel fully engaged. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is wear and tear of the handpiece inlets that engage with the drill long attachment tabs. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a navio tka procedure, the anspach drill was loose from the handpiece. They though it was the drill, and swapped for its backup but the new one was still loose. They were still able to finish the procedure with the same devices. There was no delay in the procedure and the patient was not injured. No other complications were reported.